Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 120 units. Reportedly, the cartridge was filled with 500 units of insulin. Additionally, when attempting to load multiple, new cartridges onto the pump, the customer received multiple minimum fill notifications. Reportedly, the cartridges were filled with 450 units of insulin. Blood glucose level was 340 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.